Event description:
It was reported the patient¿s right implantable neurostimulator (ins) had been turning off spontaneously once or twice a month for the last six months. The patient had high settings used for depression. Both ins were programmed to c+, 0- at 10.5v, a pulse width of 210, and a rate of 130 hz. The inss were charged daily. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).